Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas 8000 ise module. Other patient sample results were also accompanied by ise noise flags. The customer noted there was a technician in the laboratory repairing a leak in the laboratory water system. Modifications were also made to the water system. The first sample initially resulted in a na value of 132 mmol/l and it repeated as 141 mmol/l. The second sample initially resulted in a na value of 133 mmol/l and it repeated as 143 mmol/l. The third sample initially resulted in a na value of 133 mmol/l and it repeated as 141 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The system was decontaminated and the water storage containers were cleaned. The customer continued to get ise noise flags on some samples. The field service engineer noted that the customer had many hemolyzed sample tubes. The ise wash was adjusted. An ise wash was performed. The customer continued to received ise noise flags for some patient samples. The investigation is ongoing.